Event description:
Medtronic received a report a pipeline flex with shield technology stent encountered resistance during delivery through a phenom 27 microcatheter and the distal end of the stent had inadequate opening and "fish-mouth" configuration. The patient was undergoing stent-assisted coil embolization surgery for treatment of an unruptured, saccular, right-sided ophthalmic artery segment aneurysm with a max diameter of 4 mm and a 5 mm neck diameter. The landing zone arterial diameter was 4.4 mm distally and 4.64 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as within target range. The angiographic result post procedure showed small aneurysm at the ophthalmic artery segment. After establishing vascular access, once the phenom 27 and echelon microcatheter were in position, a ped2-475-25 stent was selected based on the vessel diameter and delivered after hydration. During delivery, the operator reported significant resistance. After overcoming the resistance, the device was advanced to the m1 straight segment. The microcatheter was then withdrawn to expose approximately 7¿8 mm of the tip end of the stent. The tip end of the stent partially deployed, with inadequate opening. After waiting for 1 minute, the operator continued to withdraw the microcatheter to release a longer segment, pushed the delivery guidewire and increased tension; however, the tip end of the stent still did not open adequately. The operator then attempted to retract the entire system back to the t-bifurcation, intending to use the bifurcation anatomy to facilitate stent opening, but this attempt was unsuccessful. At that time, a ¿fish-mouth¿ configuration of the tip end of the stent was observed under digital subtraction angiography (dsa). The device was subsequently removed completely from the patient and replaced with a new ped2-475-20 stent. This second stent was depl oyed and opened successfully. No patient symptoms or complications were associated with this event. The pipeline was used for an approved indication (on-label). Ancillary devices included a 6f navien intracranial support catheter and synchro14 guidewire.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID unk-nv-fg15 (lot: unknown);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: coding updated from additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The device and any accessories were prepared as indicated in the instructions for use (IFU). The phenom 27 microcatheter was used for stent delivery. It was clarified that using the vessel diameter below the t-bifurcation, which was larger than that of the middle cerebral artery, was more favorable for stent deployment. The causes or contributing factors for the resistance were identified to be related to the patient¿s vascular tortuosity. The causes or contributing factors for the stent inadequate opening/fish-mouth configuration were identified to be possibly be that the tip end was damaged during delivery. The stent resistance was in the middle section of the catheter. Hydration was performed for 2 minutes, and high-pressure infusion was maintained throughout the procedure. There was no damage, but obvious kink was observed during manual handling. The pipeline was positioned in the middle cerebral artery when it failed to open. There were no additional steps or other devices attempted to open the pipeline. The phenom 27 catheter model and lot # is unknown.

Manufacturer narrative:
H2/h6: the correct fdm/fdr/fdc codes were updated and applied. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.